Event description:
It was reported by a clinical specialist that this patient began experiencing high power six days post implantation. Preliminary log file analysis confirms a rise in power above normal operating parameters. This was followed by elevated lactate dehydrogenase (ldh) levels. The patient also experienced acute kidney injury and right ventricular dysfunction requiring temporary right ventricular assist device (rvad) placement and hemofiltration. The temporary rvad was explanted on (B)(6) 2015. The last report received indicated that the patient was being "watched closely".

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The heartware hvad instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Device remains implanted.

Manufacturer narrative:
There is no further information available in response to investigational efforts and there have been no further reports of further adverse events for this patient. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). It usually develops within the first 24 hours after lvad implantation. Although unusual, it may occur at longer post implant intervals. The etiology of late right heart failure may be a progression of chronic heart disease such as coronary artery disease and/or right ventricular infarction. The IFU addresses guidelines for optimal patient management. The IFU addresses high power/high watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, which may be indicative of thrombus or other tissue fragments in the pump. Hemolysis is a known potential complication associated with all patients implanted with vads as outlined in the labeling. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. The pump was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a high power consumption and high estimated flow rate for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.